Event description:
It was reported that on (B)(6) 2015 paramedics were called due to the customer experiencing low blood glucose levels (33 mg/dl), and becoming unconscious. Reportedly, the customer performed a fill tubing while still connected to the pump. Customer was treated by the paramedics with a shot of glucagon, and monitored in the emergency room for 4 hours. Customer was released the same day.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem user guide, "never fill the infusion set tubing while tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin."